Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed and found distorted image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image issue was due to defective plug unit (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when attempting to use the subject device, the camera was blurry with what appeared to be a cloudiness on the camera, there was no change after washing it off. The issue occurred during a esophagogastroduodenoscopy (diagnostic) procedure that was completed with an olympus back-up device. There were no reports of patient harm.